Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy procedure, the surgeon grasped the tissue for the 1st firing and determined that surgeon wanted to attempt to take a bigger bite. When attempt to open the jaws to relocate it, the jaws would not open with the handle. Then decided to staple in the position the reload was in, pushed the green button and attempted to fire, the handle immediately cracked. A new reload was loaded and attempted and would not fire. A new handle and a new reload were opened. Both worked without issue for all firings except the last firing near the esophageal junction. During the last firing, the stapler fired the entire reload, surgeon then pulled the black wings all the way to the back of stapler as per normal steps, however; the jaws would not open. Surgeon then pushed the green button and was able to squeeze all the way through, retract the toggles again, and the jaws opened and released the tissue. It is unknown if the blade was redeployed in the second sequence of firing. Post operatively, surgeon stated that the staple line looked fine and that the issues with the handles and reloads did not contribute to any adverse outcome with the staple line. No patient injury.